Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. Customer was treated with insulin pump and injections. Customer had alleged that the insulin pump was under delivering. Displacement test was passed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose levels. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.